Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine generator changeout procedure, this right atrial (ra) lead exhibited decreased pacing impedances. The lead was inspected and insulation damage was observed. This lead was surgically abandoned. No additional adverse patient effects were reported.